Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium (na) result was specimen integrity. The dimension rxl max clinical chemistry system operator's guide states: "the sample should be free of clots, fibrin strands, and other impurities that may affect metering fluids through the instrument.". The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample. The result was reported to the physician who questioned the results. The sample was repeated and a higher result was obtained for sodium. The result was more in line with the previous day's result and the physician's expectation. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium- na result.